Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an air in line error. Evaluation found multiple occurrences of air in line messages in the event history log. The cause was identified to be out of specification ultrasonic sensor readings and the upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump it experienced an air in line error. No additional information is available.